Event description:
It was reported that a patient received a novasure procedure on (B)(6) 2023, the physician reported that the procedure went great and was very happy with it but the patient returned 2 days later to the emergency room and was found to have an infection that cultured group b streptococcus. Patient didn´t had a prior history of tubal ligation and did not receive antibiotics post op. Patient resolved after 2 weeks of antibiotics.

Manufacturer narrative:
Di: (B)(4). D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.